Event description:
Pt originally received the bifurcated device, a proximal extension, and four limb extensions in 2007. An unk endoleak developed with sac expansion. The pt therefore had a secondary procedure in 2009 with additional limb extension placement for resolution of suspected type I distal endoleak, which did not resolve the leak; a second intervention occurred about 3 weeks for resolution of the suspected type I proximal endoleak. Although the pt was asymptomatic, an endoleak still continues to be present, although the origin is not identified. Additional tests are being considered to determine the course of further intervention.

Manufacturer narrative:
Review of the lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of info, no conclusion can be drawn at this time.